Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that report of during flap creation the surgeon unable to lift the flap and the patient interface was not detected in the right eye of a patient, and the patient was cleaned as the corneal surface, repeating the docking again several times. This issue was intermittent. The surgeon determined that the case would continue despite the issue and so the procedure was aborted during cataract surgery.

Manufacturer narrative:
Additional information provided in a.2., a.3.a., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).